Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases and no openings were found in the device. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional initially reported a right side rupture. Later, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted and replaced.